Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the dermatome cut too thick during surgery. When the dermatome was checked, it was apparent that the blade had been fitted upside down. The skin had to be sutured back in place and the patient was left with a long term scar. No additional patient consequences were reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the patient was in the theatre for excision and partial thickness skin graft. The graft was set at 8/1000 but the dermatome cut too thick. When the dermatome was checked it was apparent that the blade was fitted upside down. The design of the dermatome allowed for the blade to be locked in place despite being incorrectly fitted. This would visually appear to be fitted correctly and allow the device to function, but would result in potential serious harm to the patient due to unintended cutting depth. The skin had to be sutured back in place and the patient would be left with a long term scar. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer has not returned an air dermatome device, serial number (B)(4), for evaluation. Medicrea has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the vdoc service portal. The last repair was (B)(6) 2016 where it was reported that the device was not taking an even sheet of auto-graft from the donor site and the ball bearing, o-ring, spring seal, needle bearing, semi-circle bearing, vespel sleeve bearing, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, screw, poppet, thickness control shaft, ball plunger and lever were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome has not been performed since the device has not been returned for evaluation repair of the air dermatome has not been performed since the device has not been returned for repair. The reported event was non-verifiable since the device was not returned for evaluation or repair. However, it was clearly stated in the reported event that the blade in the dermatome was incorrectly mounted for use. The root cause of the reported event could be specifically determined, and is most likely related to an issue with the customer incorrectly mounting the blade for use. In the reported event it states that when the dermatome was checked it was apparent that the blade was fitted upside down.